Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep).rep was reporting an adaptive stimulation issue. Stimulation output did not change as expected. Rep met with patient today to troubleshoot the adaptive stimulation issue. When patient was lying on back from mobile position, patient program displayed mobile intensities of 2.5 and 2.2v for each of two programs instead of expected intensities of 3.4 and 3.0v. Patient programmer also displayed "a" (transition zone) symbol intermittently. Rep tested multiple times and confirmed the was occurring as the patient described. Troubleshooting resolve reported issue. Successfully updated reprogramming values as follows: lying back: 2.4 prgm 1 and 2.0 prgm 2. Lying left: 2.6 prgm 1 and 2.8 pgrm 2. Lying right: 3.1 prgm 1 and 2.6 pgrm 2 and upright/upmoble: 2.8 pgm 1 and 3.3 pgrm 2. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s patient programmer isn¿t working correctly and that her machine turns off by itself. There were no external, environmental, or patient factors that may have led to this event. The patient is making an appointment with their health care provider to assess the patient programmer. The issue was not resolved at the time of the report. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient did not feel stimulation. It was reported that the patient's scs paresthesia was suddenly lost. It was reported that a manufacturer representative interrogated the ins and reprogrammed it. No conclusions were made regarding the cause of the stimulation coming turning off by itself. It was reported that the stimulation would turn off by itself for maybe 3 or 4 hours, then it would turn back on. The stimulation would sometimes come on "real strong" when it turns back on. No further.